Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that when they were trying to deliver their bolus, the controller seemed to always get stuck at 90% and it stayed there forever, and they weren¿t sure what the steps were to fix it. The patient mentioned being in an expected 49-minute lockout. Per the patient they bolused 12 times a day with a 2-hour lockout in between. The agent assisted the patient with clearing data. During the call, the patient stated that they were documenting the clear data steps as the agent was reviewing them and that it went so fast when they cleared the data.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they were getting error code 338 on the personal therapy manager (ptm) screen for probably a month and they had to restart the application all the time. Patient stated they get a lot of pain for different reason. Patient stated the ptm get stuck at 90%. Patient service assisted patient with closing out of all applications and clear data on the handset. Agent reviewed best practice of using the ptm, closing out app after using the ptm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.